Manufacturer narrative:
Updated a4 - patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates, both the octrode leads were fractured confirmed by fluoroscopy. As a result, surgical intervention took place on (B)(6) 2025, wherein the fractured leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient has high impedances on their leads. As a result, surgical intervention may take place at a later date to address the issue.